Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a fault code of 05: charging timeout. The ICD did deliver a shock on alternating fc 05. A fault code of 05 indicates that the chocking capacitors are not charged to the programmed voltage 45 seconds after the start of charging. The device responds by aborting the charge cycle and initiating redetection.